Manufacturer narrative:
Failure analysis confirmed button error alarm due to corroded keypad traces. No moisture damage was found on electronic assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error due to the pump exposed to moisture. The significant event leading to the event is that she went on a four mile walk in the heat. The insulin pump was exposed to sweat and she noticed condensation on the screen. The customer's blood glucose level reading was 131 mg/dl. The customer was advised the device would need to be replaced and to revert to back-up plan. She agreed to return the insulin pump for analysis.